Event description:
The customer reported obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (B)(6) female patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system (serial number (B)(4)). The result was released out of the laboratory; however, the customer confirmed that there was no change to or impact on patient treatment. The sample was re-analyzed twice on the same analyzer. Repeat results were within the normal reference range. A beckman coulter (bec) field service engineer (fse) was dispatched to the facility to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. All system parameters including quality control (qc), calibrations, and system checks were performing within assay and instrument specifications. The customer confirmed that there were no errors posted to the analyzer's event log at the time of testing and there were no issues with other assays. The sample was a full draw and collected in a greiner lithium heparin plasma tube without gel. No sample integrity issues were noted. The sample was centrifuged at 2800 rpms for 10 minutes. All testing was performed from the primary tube. The archive data file was reviewed and no additional patients with erroneously elevated results were identified. The fse evaluated the analyzer and found no hardware malfunctions that may have caused or contributed to the event.